Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. A partial lead was returned for analysis in 3 segments. Final analysis found an external insulation abrasion was noted at 17.3 ¿ 17.7 cm and at 17.8 ¿ 18.1 cm from the connector pin breaching the re lumen. The inner coil lumen was found to be intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise that were incorrectly categorized as a ventricular fibrillation. The patient did not receive therapy during the oversensing. No intervention was reported. The patient's condition was stable throughout the event.